Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding device return status has been requested. No additional information is available at this time.

Event description:
Health professional reported that when opening a saline implant they noticed a "hair on the valve area." The hair on the device looked "very fine, looked processed(sterilized) as it was very friable and fine." The surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: a visual analysis was performed which identified white particles on shell surface. A leak test was performed which identified no leakage on device. Fill inspection was performed and identified no blockage in the valve. Visual analysis of the returned device identified a brown hair on shell surface above specification. Based on the device analysis the final assessment is determined as a hair on shell above nominal specification. Device analysis has concluded and a further investigation has been initiated. A supplemental medwatch will be submitted to provide the results of that investigation.

Event description:
Health professional reported that when opening a saline implant they noticed a "hair on the valve area." The hair on the device looked "very fine, looked processed (sterilized) as it was very friable and fine." The surgery was completed with a back up device.